Event description:
The customer contacted beckman coulter inc (bec) to report a clenz leak in the lh500 instrument and an ambient lyse temperature error message. The customer did not trouble shoot the event and requested service. The customer was wearing gloves, gown and goggles. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds was reported. No injury or death was reported in association with this event. An ambient lyse temperature error stops the instrument, gives audible beep, and displays error. The operator must confirm temperature. If the issue continues, again the instrument stops processing samples, gives audible beep, and displays error. However, no data is displayed for the specimen and the instrument can run in cbc only with the diff turned off. Patient samples or treatment was not impacted by this event. On (B)(6) 2011, a bec field service engineer (fse) found clenz leak at pv37 that had spilled onto the fan and caused the temp errors. The fse replaced all tubing at the pv. Repairs were verified as per established procedures as documented in the service report and customer record root cause for the leak was the tubing at pinch valve (pv37). Pv37 (normally open) provides open vacuum path to pm10. Provides open cleaning agent path to pm10. Provides open pressurized diluent path from sheath tank to mf11. Pv37 (normally closed) opens 30 psi pressure path to pm10. Opens cleaning agent path to pressurized diluent manifold, mf11.

Manufacturer narrative:
Bec internal identification number is (B)(4).